Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The reported patient effects of perforation, intimal dissection, embolism including intervention due to partial stent deployment and unintentional placement of stent are listed in the absolute pro instructions for use as known potential adverse events that may be associated with the use of a stent in peripheral arteries and / or biliary tree. The investigation was unable to determine a cause for the reported difficulties. Potential factors for difficulty deploying the stent include, but are not limited to, manufacturing, anatomical conditions, or deployment technique and/or damage to the device deployment mechanisms (handle components/shaft lumens). The absolute pro catheter is comprised of a retractable sheath that covers the stent during delivery. The stent is deployed by rolling back the thumbwheel which is connected to the stent sheath. An inner member prevents the stent from moving proximally as the sheath is retracted. The stent expands from distal to proximal as the sheath is withdrawn. In this case, based on the reported information, the distal section of stent did not open, only the proximal section of the stent opened a little bit and the stent had only partially deployed remaining on the delivery system. This reported information suggests that the stent began to deploy on the proximal end indicating that the sheath may have torn on the proximal end due to interaction with calcification or associated devices thus causing the stent to expand on the proximal end as opposed to the distal end as designed. However, without having the device to examine, this could not be confirmed. Additionally, the reported dislodgement, migration and adverse patient effects of perforation, intimal dissection, embolism, foreign body in patient, additional treatment, surgical procedure, delay in procedure and prolonged hospitalization appear to be the result of the attempts to retrieve the partially expanded stent. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified right common iliac artery. A 9x30mm absolute pro stent was advanced to the lesion without resistance. However, when deploying the stent it was not opening, (distal struts of the stent did not open, only the proximal struts opened a little bit) and the stent had only partially deployed still remaining on the delivery system. When moving the thumbwheel, which felt like it was working normally, the stent was not deployed even after having performed more turns of the thumbwheel than usually necessary for stent deployment. When further moving the thumbwheel, there was a sudden loss of resistance. Deployment was stopped and the physician used a second puncture site in an attempt to retrieve the stent. Advanced a non-abbott guide wire through the second puncture site and when the crossover sheath was pulled back to remove the absolute pro, the stent dislodged and migrated to the distal aorta where it currently resides. Per vascular ultrasound there is no compromise of aortic flow. However, this maneuver caused a perforation in the distal right external iliac artery/ common femoral artery and thus was attempted to be treated with a covered stent that was implanted but the vessel still bled. Thus a balloon was advanced to the right common iliac artery and inflated in order to stop blood flow into the right iliac artery. Additionally, a dissection in the right common iliac artery was also noted and suspected to be caused by the attempted removal of the absolute pro. After that, the patient was transferred to the operation room to be treated via surgery. The patient is doing fine. A clinically significant delay was noted. No additional information was provided.

Event description:
It was reported that the procedure was to treat a mildly calcified right common iliac artery. A 9x30mm absolute pro stent was advanced to the lesion without resistance. However, when deploying the stent it was not opening, (distal struts of the stent did not open, only the proximal struts opened a little bit) and the stent had only partially deployed still remaining on the delivery system. When moving the thumbwheel, which felt like it was working normally, the stent was not deployed even after having performed more turns of the thumbwheel than usually necessary for stent deployment. When further moving the thumbwheel, there was a sudden loss of resistance. Deployment was stopped and the physician used a second puncture site in an attempt to retrieve the stent. Advanced a non-abbott guide wire through the second puncture site and when the crossover sheath was pulled back to remove the absolute pro, the stent dislodged and migrated to the distal aorta where it currently resides. Per vascular ultrasound there is no compromise of aortic flow. However, this maneuver caused a perforation in the distal right external iliac artery/ common femoral artery and thus was attempted to be treated with a covered stent that was implanted but the vessel still bled. Thus a balloon was advanced to the right common iliac artery and inflated in order to stop blood flow into the right iliac artery. Additionally, a dissection in the right common iliac artery was also noted and suspected to be caused by the attempted removal of the absolute pro. After that, the patient was transferred to the operation room to be treated via surgery. The patient is doing fine. A clinically significant delay was noted. Subsequent to the previously filed MDR reports, the account obtained additional information: patient was asymptomatic and was re-hospitalized on november 10, 2023. The absolute pro stent was noted to have migrated and there was an imminent perforation of the proximal right common iliac artery by the lost absolute pro stent. Open surgical intervention was performed to treat the patient and the absolute pro stent was fully retrieved without any further issue. In addition, a pericardial patch was also placed. The patient remained in the hospital until (B)(6), 2023. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. On 02/22/2021, an abbott clinical advisor reviewed the details of the case and the angiographic images provided. The results are as follows: based on the imaging provided it appears that the stent was unable to expand, with the likely probable cause being that the inner member component of the device, which fully constrains the stent in an undeployed state, sheared off and was not able to retract as designed. This failure constrained the stent, forcing it to remain in an unexpanded state. The stent material, nitinol, has intrinsic properties that immediately upon release will constantly attempt to expand itself to its ¿set¿ diameter, in this case 9 mm. All images of the stent essentially confirm an entirely undeployed stent which can only occur when the stent is constrained. As the lesion was predilated and appeared to be properly prepared for the 9 mm stent, it is extremely unlikely that the anatomy was constraining the stent for its entire length of 30 mm. The undeployed stent is compressed by the inner member, which fully surrounds and constrains the stent. For the stent to remain in the undeployed state the inner member must be surrounding the stent. The images do appear to show material surrounding the stent, which is likely the sheared off distal inner member. The cause of the damage to the inner member is unknown although it is doubtful that the anatomy significantly stressed the device during delivery. Based on this new information (the explanation of the stent), the absence of new images or patient / procedural date, and, without the opportunity to inspect the explanted device the original conclusion / response dated 02/22/2021 will not be amended. The reported patient effects of perforation, intimal dissection, embolism including intervention due to partial stent deployment, stent migration, and unintentional placement of stent are listed in the absolute pro instructions for use as known potential adverse events that may be associated with the use of a stent in peripheral arteries and / or biliary tree. The investigation was unable to determine a cause for the reported difficulties. Possible causes for difficulty deploying the stent include, but are not limited to, anatomical conditions, or deployment technique and/or damage to the device deployment mechanisms (handle components/shaft lumens). The absolute pro catheter is comprised of a retractable sheath that covers the stent during delivery. The stent is deployed by rolling back the thumbwheel which is connected to the stent sheath. An inner member prevents the stent from moving proximally as the sheath is retracted. The stent expands from distal to proximal as the sheath is withdrawn. In this case, based on the reported information, the distal section of stent did not open, only the proximal section of the stent opened a little bit and the stent had only partially deployed remaining on the delivery system. This reported information suggests that the proximal end of the sheath may have torn or separated causing the stent to expand on the proximal end as opposed to the distal end as designed. With a separation of the sheath from the delivery system, this would inhibit transfer of movement between the thumbwheel and sheath preventing any further deployment of the stent. Additional information received reported that the patient was re-hospitalized on november 10, 2023, where the absolute pro stent was noted to have migrated and there was an imminent perforation of the proximal right common iliac artery by the lost absolute pro stent. Open surgical intervention was performed to treat the patient and the absolute pro stent was fully retrieved without any further issue. In addition, a pericardial patch was also placed. The patient remained in the hospital until november 15, 2023. Without having the device to examine, a definitive cause for the sheath damage resulting in dislodgement could not be determined. The reported migration, embolism, and difficulty removing appear to be a direct result of the separated sheath. The additional adverse patient effects of perforation, intimal dissection, surgical intervention, unexpected medical intervention, delay in treatment, and prolonged hospitalization appear to be the result of the attempts to remove the separated sheath/stent. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 - medical device problem code 4003 was added h6 - health effect clinical codes 2687 and 2001 removed; 2135. Added h6 - health effect - impact codes updated to 4641, 4624.

Manufacturer narrative:
A cine of the procedure was received. An abbott vascular medical affairs expert reviewed the details of the case and the angiographic images provided. The results are as follows: based on the imaging provided it appears that the stent was unable to expand, with the likely probable cause being that the inner member component of the device, which fully constrains the stent in an undeployed state, sheared off and was not able to retract as designed. This failure constrained the stent, forcing it to remain in an unexpanded state. The stent material, nitinol, has intrinsic properties that immediately upon release will constantly attempt to expand itself to its ¿set¿ diameter, in this case 9 mm. All images of the stent essentially confirm an entirely undeployed stent which can only occur when the stent is constrained. As the lesion was predilated and appeared to be properly prepared for the 9 mm stent, it is extremely unlikely that the anatomy was constraining the stent for its entire length of 30 mm. The undeployed stent is compressed by the inner member, which fully surrounds constraining the stent. For the stent to remain in the undeployed state the inner member must be surrounding the stent. The images do appear to show material surrounding the stent, which is likely the sheared off distal inner member. The cause of the damage to the inner member is unknown although it is doubtful that the anatomy significantly stressed the device during delivery.